Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? The patient was not affected nor was there any event, although he was at risk because the bakelite was able to remain in the cavity fortunately. It didn't happen.

Event description:
It was reported that during an unknown procedure, a new supply is opened. It was passed to the nursing staff, assembled and activated correctly, and its function is normal. But then the bakelite of the clamp detaches completely, for no apparent reason, so that this supply becomes unusable.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.